Event description:
The pump was suspected of not delivering norepinephrine at the appropriate rate, resulting in patient hypotension despite the up-titration of the medication. The nurse noticed that despite increasing the norepi rate, the patient¿s blood pressure continued to downtrend, she alerted the provider and a decision was made to switch out the pump. Once infusion resumed on the new pump, the reverse occurred. The patient no longer required dose escalation and the nurse was able to lower the rate in a short period while maintaining an adequate blood pressure.